Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-09638. During an implant procedure, a high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was removed from the device header and inserted again. After re-inserting the rv lead, the set screw was tightened, but the torque did not trigger. As a result, the physician attempted to remove the set screw from the device header, but the set screw was unable to be removed. Subsequently, the rv lead was attempted to be pulled out of the device header, but was also unable to be removed. The device and rv lead were both explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field experience of a stripped ventricular set screw was verified in the lab. A partial right ventricular (rv) lead was found in the rv port upon receipt; the ventricular set screw was unable to be engaged using the lab torque drivers because it was stripped with septum material inside. The septum material was removed from the device set screw and the set screw was now able to be fully engaged using the lab torque drivers. The partial rv lead was removed and a df4 test lead was able to fully inserted and secured into the device header. The event occurred during implant, which suggests that the set screw damage is procedure related.